Event description:
A customer contacted beckman coulter regarding a falsely negative (-) urine test result from the icon 25 hcg test kit. The customer indicated that a patient obtained three (3) positive (+) results on 3 home pregnancy test kits. (Test name and brand not provided). A patient urine sample was tested with the icon 25 hcg test kit and a negative (-) result was obtained. The customer then collected a serum sample from the patient and tested with the icon 25 hcg and obtained a positive (+) result. Per customer, a faint positive (+) line on the test device with the urine specimen was observed approximately an hour later. No injury related to this event has been reported. Other confirmatory testing was performed.

Manufacturer narrative:
Retain devices performed as expected when tested by beckman coulter with positive and negative serum and urine controls and high quant clinical urine samples. Patient sample and testing device were not returned by the customer. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.